Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a varipulse catheter and suffered a stroke postoperatively. The patient¿s course of treatment included both pulsed field ablation (pfa) ablation with the varipulse catheter and implantation of a watchman left atrial appendage (laa) implant. Sometime in the postoperative period, the patient started experiencing symptoms of vertigo and checked into the emergency room. Upon examination, it was determined that the patient had suffered a stroke. No information about any additional medical intervention was provided, though it was noted that the patient was stable and would continue to be monitored. Available information suggests that the injury may have resulted from the procedure itself. Since the varipulse catheter cannot definitively disassociated from the adverse event, this case will be conservatively assessed as an MDR reportable event.

Manufacturer narrative:
On 6-jan-2026, it was discovered that information was inadvertently omitted from the 3500a initial medwatch report under section a. Patient information, section b. Event description, medical history and test/lab data and section h. Remedial action initiated type and FDA correction/ removal reporting no.: the adverse event occurred on 4-dec-2025 (2 days post use of biosense webster products), and the procedure was on (B)(6) 2025. The physician¿s opinion on the cause of this adverse event was a low activated clotting time (act) when ablations began. No known intervention, just rest while monitoring recovery. The patient¿s outcome from the adverse event was reported as improved to fully/mostly recovered with some balance and hand weakness persists on a neurology follow up on (B)(6) 2025. The patient required extended hospitalization because of a few days of monitoring in the hospital, some physical therapy after. The relevant tests/laboratory data consisted of computed tomography (cts), and magnetic resonance imaging (mris) done to assess/confirmed the stroke, and other relevant history/preexisting condition includes that the patient had prior stroke on (B)(6) 2025. The act before ablation was 243, and at time of first ablation act was 312 and the next one was 351. The varipulse catheter was only exchanged once but also a watchman procedure, so had exchanges involved with that device as well. Two transseptal puncture sites were performed during the procedure, one for varipulse and one for watchman/nuvision. The number of ablations performed was 29 with pulsed field ablation (pfa), 27 within the pulmonary veins and 2 outside the outside the pulmonary veins/left appendage that looked like veins on first intracardiac echocardiography (ice) assessment. No evidence of char during the procedure. No evidence of blood thrombus/clot seen pre-ablation performed with transesophageal echocardiogram (tee) and ice. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No other observations such as intracardiac excessive microbubbles observed via ultrasound, or excessive impedance errors noted during the case. The patient¿s rhythm during ablation was sinus rhythm. The type of electrophysiology procedure being performed was a new procedure. The patient did not have any anatomical abnormalities. No ablation stacking occurred for this procedure. The irrigation rate used during this procedure was 30ml/min. The generator used was trupulse and ngen pump. Additionally, based on the information above, the product investigation was updated to include the following details: it was confirmed that ablation was performed outside pulmonary veins. The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or transient ischemic attack (tia). In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).